Event description:
The customer initially reports that a piece of metal peeled back at the distal tip with no indication of how or when this was discovered. On (B)(6)2009, the rn further reported during a phone call that there was patient contact with the device, and there was no patient injury. The device was used to bite bone during a lumbar laminectomy/fusion when the damage occurred. The nurse was concerned that the metal piece could have harmed a surgical team member.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.